Event description:
Customer states left wheel brake is not catching at times. Customer states when in drivers position of van and used ez lock system. While driving customer turns chair off. Chair released on left side brake and moved customer forward. Customer reports when vehicle stopped, he was able to lock left side back into position.